Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Additional information was received that the patient underwent and ipg and lead explant procedure. The patient was hospitalized for infectious disease management. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient was hospitalized for febrile syndrome and a suspected infection. The surgical wound at the lead site was collecting fluid. It was discovered the patient had a urinary tract infection which was not device or procedure related. The physician believes the fluid at the lead site was procedure related and was not associated with the urinary tract infection. The patient was treated for the urinary tract infection and will undergo a lead revision.

Manufacturer narrative:
Additional information was received that the patient will undergo a lead explant procedure.

Event description:
A report was received that a patient was hospitalized for febrile syndrome and a suspected infection. The surgical wound at the lead site was collecting fluid. It was discovered the patient had a urinary tract infection which was not device or procedure related. The physician believes the fluid at the lead site was procedure related and was not associated with the urinary tract infection. The patient was treated for the urinary tract infection and will undergo a lead revision.

Event description:
A report was received that a patient was hospitalized for febrile syndrome and a suspected infection. The surgical wound at the lead site was collecting fluid. It was discovered the patient had a urinary tract infection which was not device or procedure related. The physician believes the fluid at the lead site was procedure related and was not associated with the urinary tract infection. The patient was treated for the urinary tract infection and will undergo a lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.